Manufacturer narrative:
The hill-rom technician found the reverse trendelenburg engage mechanism was sticking. The technician cleaned and lubricated the mechanism to repair the bed.

Event description:
Information received indicates the bed will not go into the reverse trendelenburg position.